Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have blood glucose of 500 mg/dl and 600 mg/dl. Customer states he attempted to give a bolus shot and blood glucose remained high. Customer changed infusion set and was able to normalize blood glucose. Customer declined troubleshooting. No further information provided.